Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. An xtw clip was inserted and placed on the mitral valve. After the deployment, a chord might have been caught in the closure, leading to a tilt of the clip. To further reduce mr, an xt clip was inserted and deployed on the mitral valve. During the removal of the lock line, it was observed that the clip jumped open to roughly 70 degrees. The clip was then deployed, reducing mr to a grade of 4-2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. An xtw clip was inserted and placed on the mitral valve. After the deployment, a chord might have been caught in the closure, leading to a tilt of the clip. To further reduce mr, an xt clip was inserted and deployed on the mitral valve. During the removal of the lock line, it was observed that the clip jumped open to roughly 70 degrees. The clip was then deployed, reducing mr to a grade of 4-2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated and based on the images/cine review, the information provided by the account and without the device to analyze, a cause for the reported clip jumping open and unintended movement associated with clip opened while locked could not be determined. The reported improper or incorrect procedure or method (user error) was associated with the user not turning the arm positioner to the closed side of the neutral position prior to lifting the lock line release latch and removing the lock knob. There is no indication of a product issue with respect to manufacture, design, or labeling.